Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the there was slight bend in the lead just prior to the contacts. The lead tip was bent. No environmental/external/patient factors that may have led or contributed to the issue. No diagnostics/troubleshooting was performed. No interventions/actions taken. The issue is not yet resolved. No symptoms were reported. No further complications were reported or anticipated with this event.